Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads had migrated. The patient underwent scs system replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7084711. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6); batch: 766053.